Event description:
Customer reports that they have found a foreign object inside of an empty syringe during a filling sequence. It appears that it could be a piece of plastic. Syringe is being returned with some unused contrast in the barrel.

Manufacturer narrative:
Manufacturing report: evaluation: upon visual inspection of the sample received the defect reported by the customer was confirmed. As syringe was disassembled, a tie wrap was identified as the foreign matter, tie wrap was found on the polybag used on the molding packaging area for further parts transfer to warehouse. Root cause: the potential root cause of this defect could be the proximity of raw material unpacking with the assembly line. Conclusions: production people were notified about this issue in order to avoid this problem. Corrective action: as a countermeasure, it will be made sure that polybag tie wrap is removed in a separate assembly surface before physically placing the material on the production line and tie wrap is immediately discarded to avoid reoccurrence.